Event description:
It was reported that during a drug eluting stenting procedure stent damage occurred. The 60% stenotic, eccentric shaped, de novo lesion was located in the moderately tortuous and severely calcified mid left circumflex artery. The physician predilated the 3.0x33mm lesion with a 2.5x20mm apex balloon. Then the physician attempted to advance the 3.5x38mm taxus liberte drug eluting stent delivery system to the lesion, but met significant resistance and "was unable to go around the corner from the left main artery into the circumflex artery." The device was removed and stent damage was observed. There were no patient complications. The procedure was completed with another 3.5x38mm taxus liberte drug eluting stent delivery system. Patient's status is reported as "stable".

Manufacturer narrative:
Device evaluation: the device was disposed of by the hospital; therefore it is not possible to determine if any issues existed with the actual unit that could have contributed to the complaint. A review of the manufacturing record for this particular batch shows that the device met its material, assembly and product specifications. The most probable root cause of the reported difficulty is determined to be operational context due to the anatomical and/or procedural factors encountered during the procedure.